Event description:
The customer reported that she fell into the pool while wearing the insulin pump and the device was not functioning. Troubleshooting was performed and condensation under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.